Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process with multiple cartridge. The customer's blood glucose level was 300 mg/dl. The customer has manual injections as back up therapy.